Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "definite" relationship to the impella cp device used: ¿subject developed hematuria. Interventionalist to bedside to attempt repositioning cp impella but unsuccessful. Impella removed at bedside at 1530. Heparin stopped at this time per md. Subject taken back to cath lab at 1600 to remove impella sheath and close site. Labs for hemolysis ordered. Hemolysis ld total was 2,070 on (B)(6) 2024 at 17:55). Hgb 14.7 on (B)(6) 2024 at 13:42). Echo completed the next morning on (B)(6) 2024: ef 35-40%, when compared to previous echo on (B)(6) 2024, the lv function appears improved. Clear amber urine noted on (B)(6) 2024 at 1826. Hemolysis ld was not repeated.¿ the patient recovered with no sequelae. Additionally, the patient endured hypotension with a "definite" relationship to the impella device used: after impella was removed, the patient developed hypotension requiring pressors. Blood pressures in low 80¿s/50¿s, map 57. Md notified. Subject started on dopamine for a goal of map >65. Subject developed shortness of breath and chest pain after dopamine was started. Md notified: stopped dopamine infusion and obtained EKG. Symptoms resolved shortly after dopamine was turned off. Started on levophed to keep map >65. Provider reviewed EKG: no changes noted. Maintained map >65 while on levophed. Was transiently on levophed following a staged impella supported pci procedure on (B)(6) 2024 (levophed had been discontinued at 1220 after procedure completed but briefly restarted from 1646-1745 due to maps 58-62). Levophed discontinued on (B)(6) 2024 at 1745. Denies chest pain or sob. Bp¿s 92-114/57-81 & maps remain >65.¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
E4 should have been left blank on the initial manufacturer device report number 1220648-2024-23322 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-23322 in accordance with updated procedures. G2 report source; study was missing from manufacturer device report 1220648-2024-23322.

Manufacturer narrative:
The investigation of hemolysis and vt/vf/at/af has been completed. The impella device was not returned for evaluation. Data review: data logs confirmed pump was in improper position corresponded with the time hemolysis was reported per clinical description that triggered alarms impella position in aorta. No other issues were found on the logs. Product was not returned for review. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position. The cause of the hypotension was unable to be determined due to insufficient clinical details.